Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after primary tka surgery was performed on an unknown date, the patient underwent a revision surgery of the tibial and patellar components on (B)(6) 2019 due to an unspecified reason.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Devices' specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.